Event description:
It was reported that there was recapture difficulty. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria. When the physician attempted to fully recapture the device, it got stuck on the tip of the delivery system and was only partially recaptured. After several more attempts the physician was finally able to fully recapture the device. The procedure was continued and then successfully completed with a new 27mm closure device being implanted in the laa of the patient. There were no other complications that were reported to have occurred.